Manufacturer narrative:
One 10x30 biosure-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint. The screws distal threads are broken and deformed. Clinical details regarding site preparation, graft type and patient bone quality were not supplied. The condition of the device indicates the anchor was subjected to excessive force and off axis insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation, incorrect screw size. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 10mm x 30mm biosure ha screw intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough investigation cannot be performed and the customers complaint confirmed. From the information provided: the screw got damaged during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper preparation of the insertion site. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the screw was damaged during surgery. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.